Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 20-jul-2017, fse arrived at the site to address the reported event. Fse performed sorter alignments which corrected the issue with the tip and cup pickup. The customer was subsequently able to run controls and verify performance of the device. No further action was required by field service. The most probable cause of the reported event was due to sorter misalignment.

Event description:
On (B)(6) 2017, the customer reported a "reagent cup-tip home overrun" error with their aia-2000st analyzer. The customer stated that test cups were tossed all over the sorter. They cleaned the cups and then received the error "0102 tip scan failure" along with a grinding noise. The customer stated that they were unable to find the location of the jammed cup or tip. On (B)(4) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of e2, lhii, and afp patient results. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.